Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that device fracture occurred. During unpacking, a 135/10cm renegade¿ hi-flo¿ was noted to have proximal fracture. No patient complications reported.

Event description:
It was reported that device fracture occurred. During unpacking, a 135/10cm renegade hi-flo was noted to have proximal fracture. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a renegade hi-flo micro-catheter. The device was fractured in 1 location. The location of the fracture was 4.1cm from the hub. The shaft was not completely separated the inner liner was still connected. The stretching and the fractures that were noticed on the device are consistent with the device being removed from the shipping tube without being completely hydrated with saline. There were multiple kinks on the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).